Event description:
It was reported that the patient had a hospital visit with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 540 mg/dl while using the pod, with the patient reporting multiple pod communication failures that frequently occurred after approximately one day of wear. The patient reported blood glucose levels reaching 540 mg/dl range. The patient stated that an error message was displayed indicating there had been no communication between the pod and controller for more than four hours and confirmed that the pod shut-off setting had been enabled. Reported error codes included "pod shut off" and "pod expiration/stopped administering insulin delivery". The patient was treated during hospitalization and was advised to follow up with their healthcare provider regarding the reported hyperglycemia and insulin delivery concerns. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.